Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having "issues with the top button." Additionally, it was reported that the pump received occlusion alarms and the pump touchscreen was intermittency unresponsive. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.